Manufacturer narrative:
This particular unit was removed from use and sent to the MFR for eval. Analysis by the MFR indicated that there was a center drill chamfer on the .025 diameter hole on the foot support attachment boss. This feature was not specified on the drawing. The length of pull pin engagement was not long enough if there was a center drill chamfer on the mating component. The chamfer would give an axial load to the plunger which would disengage when traction was applied. The corrective action taken was to increase the length of the pull pin plunger for increased engagement to the foot support attachment boss and the center drill chamfer on the .025 diameter hole has also been eliminated. In addition, a red indicator has been added to the pull pin to visually indicate that the lock is fully engaged.

Event description:
Pt's foot came loose multiple times. The boot was locked into place prior to ever putting device on the table. During the process of pulling traction, the pin holding the boot in place allowed the boot to slip loose. The locking mechanism was not dislodged, as that would require pulling the pin. The pin is simply not long enough to secure the boot properly. No injury.